Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction, reportable aware date: aware date was inadvertently reported as (B)(6)2021, when it should have been (B)(6)2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing prolonged discomfort and irritation at the ipg site. The patient also stated that he has a pin hole at then incision site that had some drainage; cultures were negative. Surgical intervention and antibiotics are expected to address the issue.